Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 124 mg/dl while the bg meter was reading 50 mg/dl. The patient was wearing an omnipod insulin pump. No patient symptoms were reported. The patient was taken to the ER and was treated by a doctor at the hospital; however, no specific treatment information was provided. Attempts to reach the reporter for further event information were unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.